Event description:
It was reported that the "pump was installed improperly" and the patient has had problems "ever since". The patient was described as bed-ridden and had neuropathic pain that was "constantly at a level 10". The patient also experienced hands and feet feeling like they were "on fire". The patient believed that the neuropathic pain was "from the catheter" and that the hcp was unable to get the pain under control. The patient had attempted suicide due to her pain and now she cannot find a doctor who will see her. The patient had not seen the hcp for "over a month" and lacked trust in the hcp and was dissatisfied with the care. The hcp later reported that the problems the patient was experiencing are not related to the pump, they are related to "noncompliance issues". Currently, the hcp was tapering the medication in the pump and the next pump refill will be with saline.